Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance issues in addition to high capture threshold. The lead was failing to capture. The rv high voltage lead was capped, and the old rv pacing lead was plugged into the device. The patient was stable.